Event description:
It was reported that a pt underwent a ventral hernia repair in 2009. Post-operatively in the next day, the pt was noted to have hyperkalemia and was transferred to ICU and treated with insulin, glucose and fluids (normal saline). The issue was resolved and pt was taken back to post-surgical floor. Two days later, the pt was noted to have decreased hemoglobin (6.1) and was transfused with two units prbcs. The pt steadily improved and was discharged 5 days post-op. At about three days later, the pt experienced nausea, vomiting, and fluid loss. The pt was re-admitted and given intravenous fluids. The event was resolved about 2 days later.

Manufacturer narrative:
Date sent to the FDA: 11/13/2009. Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.